Manufacturer narrative:
The device was evaluated and repaired by a third party service center. Device was evaluated by a third party.

Event description:
The manufacturer received information alleging a ventilator failed to charge its internal battery and a "service required" alarm condition occurred. The device was not in patient use. During the evaluation of the device at a third party service center, a "service required" code was observed in the ventilator's downloaded error log. The device's internal battery was replaced to address the issue.